Manufacturer narrative:
Reference (B)(4). *investigation: x-inspect returned samples . *analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit (s/n (B)(4)) was manufactured january 2012 under wo #(B)(4) and shipped on the 30th of january the same year. Service & repair did not conform the complaint. The unit functioned free of flow issues. A definitive root cause is not readily available. A potential root cause for the complaint may be due to a temporary obstruction of the valve block from left over moisture. Moisture inside may be from trapped condensation and can freeze on the next use. The defrost function will bring the tip back to ambient temperature and also removes the potential for trapped moisture from condensation. If not defrosted or not defrosted thoroughly some moisture can be left in place. The IFU has a general warning to avoid moisture in the console. It also directs the customer not to tamper with the device if suspected of an issue, contact the manufacturer and return the unit for any repairs. *correction and/or corrective action: none - no applicable correction available to train to at this time. The unit was confirmed to function to specifications and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). *was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "defrost not working". Reference repair order: (B)(6). Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "defrost not working". Reference repair order: (B)(4).